Manufacturer narrative:
The device was returned, and the evaluation found minor scratches on distal edge. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that there were minor scratches on distal edge. There were no reports of patient involvement.